Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the hemopro jaws, or a piece of the jaw, broke off of the device and fell into the pt. The piece was retrieved through the original incision using the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no non conformance recorded in the lot history, which would be considered related to the reported event. (B)(4).